Event description:
It was reported that during a routine check, the battery for the cardiosave intra-aortic balloon pump (iabp) would not charge. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the service request was cancelled. It had been observed that the iabp unit was not latched into the cart. Once the pump was reinserted into cart the batteries resumed charging and the iabp unit was returned to use. A supplemental report will be submitted upon completion of our investigation. Not returned to manufacturer.

Manufacturer narrative:
Updated fields - b4,e1(site country),g3,g6,h2,h4,h6(type of investigation,investigation findings,investigation conclusions),h10,h11. Corrected fields - d5.

Event description:
N/a.